Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 00001068 number, and no internal action related to the complaint was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) year-old-female patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and patient suffered vascular pseudoaneurysm and arteriovenous fistula. It was reported that post-procedure the patient suffered pseudoaneurysm, which required manual pressure to hold the groin site closed and a 2-day hospitalization. The issue is resolved. The principal investigator assessed this event as moderate in severity, serious, not related to study device nor non-investigational products and probably related to the index procedure. In the opinion of the investigator, this event was anticipated. No bwi product malfunctions were reported. Additionally, the patient suffered an arteriovenous (av) fistula requiring no intervention and 2-day hospitalization. The issue was resolved. No bwi product malfunctions were reported. The principal investigator assessed this event as mild in severity, not serious, not related to study device nor non-investigational products and probably related to the index procedure.

Manufacturer narrative:
On(B)(6)2020 , it was discovered that the concomitant products involved in the case were inadvertently omitted from the 3500a initial medwatch report. As such, the devices have now been added to section d11. Concomitant med. Products section. 1. Qdot micro, bi, tc, d-f, ide. 2. Carto 3 system. 3. Coolflow irrigation pump. 4. Coolflow tubing set,single pk. 5. Visitag surpoint epu. 6. Indifferent electrode compatible with nmarq¿system. 7. Extension cable. 8. Carto smarttouch dongle. 9. Nmarq¿ multi-channel rf generator sw v3.0.1. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 9/29/2020, biosense webster inc. Received additional information indicating the reported issue of ¿av fistula¿ required surgical intervention to repair the right femoral vein and extended hospitalization. The adverse event was previously considered to be not serious and now considered to be serious. Manufacturer¿s ref#: (B)(4).